Event description:
Pt reports that the foam sleeve split into two pieces and the plastic tip scratched the ear. Pt reports that she visited a dr., had inflammation/ infection and temporary hearing loss, was prescribed an antibiotic and was referred to an ent dr. Pt was then seen by an ent dr. Who flushed the ear for wax and drainage, gave a hearing test, and gave clearance to resume wearing the hearing aid. No adverse sequela reported.